Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on. A field service engineer (fse) disconnected drawers and found full height drawer 3 controller board was bad, so replaced the controller board and position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es did not turn on and was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.